Manufacturer narrative:
Confirmed to be handling issues of the user, there is no product issue.

Event description:
It was reported that bd connecta plus3 blue leaked it has been repeatedly observed that the thread of the bd connect three-way stopcocks loosens, causing blood to leak from the catheters and thus preventing the administration of medication. This poses a risk to patients.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.